Manufacturer narrative:
System manufacturing records were reviewed and found no issues associated with this event. Galaxy wired controller manufacturing records were reviewed and found no issues associated with this event this MDR has been submitted because the damaged galaxy controller joystick has the potential of causing scope unintended motion. No patient harm was reported. This MDR is being submitted because recurrence of this malfunction could potentially result in serious injury. Supplemental report: update b4: 07/10/2026. Update d9: returned to manufacture on 06/24/2026. Update g8: follow up - 1. Update h2: device evaluation. Update h4: dec 9, 2024. Update h6: remove 4114, add 10. Update h11: failure analysis of the wired controller confirmed damage at the articulation joystick.

Event description:
It was reported that during registration, the bronchoscope would not articulate. It was noticed that the articulation stick of the controller was damaged. There was no reported patient injury associated with this event. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
System manufacturing records were reviewed and found no issues associated with this event. Galaxy wired controller manufacturing records were reviewed and found no issues associated with this event. This MDR has been submitted because the damaged galaxy controller joystick has the potential of causing scope unintended motion. No patient harm was reported. This MDR is being submitted because recurrence of this malfunction could potentially result in serious injury.

Event description:
It was reported that during registration, the bronchoscope would not articulate. It was noticed that the articulation stick of the controller was damaged. There was no reported patient injury associated with this event. Attempts to gather additional patient demographics were unsuccessful.